Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.

Event description:
It was reported that a male patient underwent an unspecified procedure on (B)(6) 2013. During the procedure, the polyaxial head placement tools did not hold the head properly. It was reported that the procedure was successfully completed and that there were no fragments. This is report 2 of 2 for complaint (B)(4).